Manufacturer narrative:
The complaint investigation included a review of data and information provided by the customer, a ticket trending review, a device history record review, and a labeling review. In addition, in-house testing of retained reagent kit was also completed. Return testing was not completed as returns were not available. The data and information provided by the customer were reviewed and support the complaint issue. A review of tracking and trending data for the alinity I free t4 assay did identify an increase in complaints. Additionally, an increase in complaint activity was identified for reagent lot 63095ud00. However, in-house performance testing was performed utilizing retained reagent kits of lot 63095ud00. All testing passed indicating the reagent lot is performing as expected. A review of the device history record did not identify any non-conformances or deviations with lot number 63095ud00 and the complaint issue. A review of labeling was performed and found to sufficiently address the customer's issue. Based on this investigation, no systemic issue or deficiency was identified with the alinity I free t4 reagent, lot number 63095ud00.

Event description:
The customer observed imprecise alinity I free t4 results generated on the alinity I processing modules for multiple patients. The following data was provided: customer¿s normal reference range: 9.01 to 15.0 pmol/l. Sid (B)(6), on (B)(6) 2024, (B)(6), initial result = 14.87 pmol/l (lot 61263ud00); repeat result (B)(6) = 16.81 pmol/l (lot 63095ud00). Sid (B)(6), on (B)(6)2024, (B)(6), initial result = 15.12 pmol/l; repeat result (B)(6) = 12.32 pmol/l (lot 63095ud00). Sid (B)(6), on (B)(6) 2024, (B)(6) initial result = 15.35 pmol/l (lot 63095ud00); repeat result (B)(6) = 13.40 pmol/l (lot 61263ud00). Sid (B)(6), on (B)(6) 2024, (B)(6), initial result = 17.17 pmol/l (lot 61263ud00); repeat result (B)(6) = 14.36 pmol/l (lot 63095ud00). Sid (B)(6), on (B)(6) 2024, (B)(6) initial result = 14.89 pmol/l; repeat result (B)(6) = 6.39 pmol/l (lot 63095ud00). Sid (B)(6), on (B)(6) 2024, (B)(6), initial result = 15.53 pmol/l; repeat result (B)(6) = 12.86 pmol/l (lot 63095ud00). Sid (B)(6), on (B)(6) 2024, (B)(6), initial result = 15.65 pmol/l; repeat result (B)(6) = 13.68 pmol/l (lot 63095ud00). Sid (B)(6), on (B)(6) 2024, (B)(6) initial result = 15.75 pmol/l; repeat result (B)(6) = 13.97 pmol/l (lot 63095ud00). Sid (B)(6), on (B)(6) 2024, (B)(6), initial result = 14.84 pmol/l; repeat result (B)(6) = 16.60 pmol/l (lot 63095ud00). Sid (B)(6), on (B)(6) 2024, (B)(6), initial result = 14.99 pmol/l; repeat result (B)(6) = 17.46 pmol/l (lot 63095ud00). Sid (B)(6), on (B)(6) 2024, (B)(6), initial result = 16.45 pmol/l; repeat result (B)(6) = 11.45 pmol/l (lot 63095ud00). Sid (B)(6), on (B)(6) 2024, (B)(6), initial result = 15.06 pmol/l; repeat result (B)(6) = 12.74 pmol/l (lot 63095ud00). Sid (B)(6), on (B)(6) 2024, (B)(6), initial result = 15.98 pmol/l; repeat result (B)(6) = 14.06 pmol/l (lot 63095ud00). Sid (B)(6), on (B)(6) 2024, (B)(6), initial result = 15.27 pmol/l; repeat result (B)(6) = 13.37 pmol/l (lot 63095ud00). Sid (B)(6), on (B)(6) 2024, (B)(6) initial result = 15.11 pmol/l; repeat result (B)(6) = 13.08 pmol/l (lot 63095ud00). Sid (B)(6), on (B)(6) 2024, (B)(6) initial result = 15.43 pmol/l; repeat result (B)(6) = 13.21 pmol/l (lot 63095ud00). Sid (B)(6), on (B)(6) 2024, (B)(6) initial result = 15.54 pmol/l (lot 63095ud00); repeat result (B)(6) = 13.75 pmol/l (lot 61263ud00). Sid (B)(6), on (B)(6) 2024, (B)(6), initial result = 17.71 pmol/l (lot 63095ud00); repeat result (B)(6) = 14.14 pmol/l (lot 61263ud00). There was no impact to patient management reported.

Manufacturer narrative:
Section a1: patient identifier: sids = (B)(6). An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer observed imprecise alinity I free t4 results generated on the alinity I processing modules for multiple patients. The following data was provided: customer¿s normal reference range: 9.01 to 15.0 pmol/l. Sid (B)(6) on (B)(6) 2024 ai04449 initial result = 14.87 pmol/l (lot: 61263ud00); repeat result ai04450 = 16.81 pmol/l (lot: 63095ud00). Sid (B)(6) on (B)(6) 2024 ai04449 initial result = 15.12 pmol/l; repeat result ai03243 = 12.32 pmol/l (lot: 63095ud00). Sid (B)(6) on (B)(6) 2024 ai04450 initial result = 15.35 pmol/l (lot: 63095ud00); repeat result ai04449 = 13.40 pmol/l (lot: 61263ud00). Sid (B)(6) on (B)(6) 2024 ai04449 initial result = 17.17 pmol/l (lot: 61263ud00); repeat result ai04450 = 14.36 pmol/l (lot: 63095ud00). Sid (B)(6) on (B)(6) 2024 ai04449 initial result = 14.89 pmol/l; repeat result ai04449 = 6.39 pmol/l (lot: 63095ud00). Sid (B)(6) on (B)(6) 2024 ai04450 initial result = 15.53 pmol/l; repeat result ai04449 = 12.86 pmol/l (lot: 63095ud00). Sid (B)(6) on (B)(6) 2024 ai04449 initial result = 15.65 pmol/l; repeat result ai03243 = 13.68 pmol/l (lot: 63095ud00). Sid (B)(6) on (B)(6) 2024 ai04449 initial result = 15.75 pmol/l; repeat result ai03243 = 13.97 pmol/l (lot: 63095ud00). Sid (B)(6) on (B)(6) 2024 ai04449 initial result = 14.84 pmol/l; repeat result ai04449 = 16.60 pmol/l (lot: 63095ud00). Sid (B)(6) on (B)(6) 2024 ai03243 initial result = 14.99 pmol/l; repeat result ai04450 = 17.46 pmol/l (lot: 63095ud00). Sid (B)(6) on (B)(6) 2024 ai03243 initial result = 16.45 pmol/l; repeat result ai04449 = 11.45 pmol/l (lot: 63095ud00). Sid (B)(6) on (B)(6) 2024 ai04450 initial result = 15.06 pmol/l; repeat result ai03243 = 12.74 pmol/l (lot: 63095ud00). Sid (B)(6) on (B)(6) 2024 ai04450 initial result = 15.98 pmol/l; repeat result ai03243 = 14.06 pmol/l (lot: 63095ud00). Sid (B)(6) on (B)(6) 2024 ai04450 initial result = 15.27 pmol/l; repeat result ai03243 = 13.37 pmol/l (lot: 63095ud00). Sid (B)(6) on (B)(6) 2024 ai04450 initial result = 15.11 pmol/l; repeat result ai03243 = 13.08 pmol/l (lot: 63095ud00). Sid (B)(6) on (B)(6) 2024 ai04450 initial result = 15.43 pmol/l; repeat result ai03243 = 13.21 pmol/l (lot: 63095ud00). Sid (B)(6) on (B)(6) 2024 ai04450 initial result = 15.54 pmol/l (lot 63095ud00); repeat result ai04449 = 13.75 pmol/l (lot: 61263ud00). Sid (B)(6) on (B)(6) 2024 ai04450 initial result = 17.71 pmol/l (lot: 63095ud00); repeat result ai03243 = 14.14 pmol/l (lot: 61263ud00). There was no impact to patient management reported.